Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid left anterior descending (lad-m). A plain old balloon angioplasty was performed and the physician could not cross the lesion with a 3.0 x 12mm taxus express2 stent. The device was removed from within the body and it was noticed "that the stent got flared outside the body." The procedure was completed with another device and there were no pt injuries or complications reported." The pt condition was noted to be "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specification at the time of release to distribution. The most probable root cause is considered operational context.